Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-4030c-07 serial/batch (B)(6) was returned for investigation. The returned interference bio screw was visually inspected and noted that it was broken into two pieces. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause is continually applying torque when the implant is seated and /or not advancing. Per dfu-0111 at revision 1. G. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.

Event description:
It was reported that during a knee surgery the implant broke off when it was inserted. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.